Event description:
The initial reporter questioned results for multiple patients tested for multiple assays on a cobas 6000 c501 module. The initial results were not reported outside of the laboratory. The results were low on the initial run and were acceptable upon rerun. The following are examples of discrepant results for 4 patient samples tested for phosphate, creatinine, iron, and transferrin. Sample 2201835213 had an initial phosphate result of 1.90 mg/dl with a data flag. The repeat result was 3.60 mg/dl. Sample 2201834350 had an initial creatinine result of 2.66 mg/dl. The repeat result was 8.53 mg/dl. Sample 2201835652 had an initial iron result of 221.06 ug/dl with a data flag. The repeat result was 24.07 ug/dl. Sample 2201843492 had an initial transferrin result of 10 mg/dl. The repeat result was 245 mg/dl. The phosphate reagent lot number is 593236. The expiration date was requested but not provided. The creatinine reagent lot number is 614053. The expiration date was requested but not provided. The iron reagent lot number is 608191. The expiration date was requested but not provided. The transferrin reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The field service representative (fsr) found that the rinse tubes were damaged. He then replaced all the defective tubes. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.